Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer's blood glucose value was unknown at time of call. Troubleshooting was performed for no delivery. Customer reports event was resolved by changing complete set (the infusion set and reservoir). The product was not returned for analysis.